Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24030e, reader sn (B)(4)). A repeat cue test performed on the same day provided a negative result. Customer also reports a confirmatory pcr and flowflex antigen test were performed and two negative results were obtained. Customer was vaccinated and boosted with no known exposures. Customer reports experiencing head congestion (mostly in the ears). Customer confirmed proper temperature storage for cartridges.

Manufacturer narrative:
Explanation for device evaluation: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.